Event description:
As reported by the user facility: customer reported fentanyl I was delivering at twice the speed. There were no patient injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit reported under this complaint was not returned nor logs (history files) were made available to us. Therefore, further investigation of the complaint was not possible without a physical sample. Reported issue could not be confirmed.